Event description:
It was reported that the customer experienced six inches of bubbles in her tubing. The customer changed the tubing and then had twelve inches of bubbles. The customer did not recall any significant events leading up to the incident. The customer's blood glucose was 230 mg/dl. The customer stated that the bubbles were the size of champagne bubbles. The customer did not complete troubleshooting because she decided to replace the infusion set. The customer needed assistance with filling the reservoir and priming the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and or used reservoir was tested. Pre filled reservoir was performed and it passed, no air bubble were noted. No defects were found on the o ring.